Event description:
Received voicemail. Returned call. Consumer stated, when she removed the needle shield, there was a "brown substance" in the needle shield. Stated, it was stuck inside the shield stated, she was not sure if the needle touched the "brown substance" but she did not use it. 1 syringe affected. Lot: unknown catalog: 328521 date of event: 2025-16-03 sample: yes cl.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.